Manufacturer narrative:
Physio-control evaluated the customers device and was able to duplicate the reported issue. Physio-control further evaluated the customers device and the lid switch designator sw5 was determined to be the cause of the reported issue. The device was destructively tested and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device would not shut off when the lid was closed. There was no patient involvement reported with the event.